Event description:
The clinicians powered-up the device in preparation of defibrillating an elderly female pt in cardiac arrest, but then the device shut off and would not power-up. The physician reported that the pt had a spontaneous return of her heart rhythm, but then went into cardiac arrest. The clinicians were able to power-up the device after a few tries and were able to defibrillate the pt using the device paddles. The clinicians then turned the device off and connected the multi-function cables to the device, but again they had to attempt to power up the device a few times before the device turned on.the complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.